Event description:
It was reported that during a laparoscopic ventral hernia repair, while dissecting out mesh from a previous hernia repair the blade tip broke out and fell into the patient. It was retrieved. A second device was pulled and used and the same event occurred. The blade tip was retrieved. The procedure was completed using mono-polar cautery. There was no impact to the patient. Additional information: the circulating nurse feels the surgeon may have come in contact with metal tacks from the hernia mesh.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. The results of a CT scan indicate proper device placement. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).